Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1 cfu, bacterial identification: bacillus mesophilus. Sampling date: (B)(6) 2025, sampling from: distal tip with erector, cfu: 4 cfu, bacterial identification: micrococcus and paracoccus. Sampling date: (B)(6) 2025, sampling from: total channel, cfu: 5 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air water channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: erector channel, cfu: <1 cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: total channel, cfu: <1 cfu, bacterial identification: n/a. Based on the results of the investigation, the reported event was confirmed but a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "after using this instrument, reprocess and store it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection.¿ ¿if cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument.¿ ¿the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment [¿]¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer. The gastrovideoscope tested positive for 1 colony forming units (cfus) of staphylococcus hominis in the suction channel, <1 cfu of an unspecified contaminate in the air water channel, 25 cfus of micrococcus luteus in the biopsy channel, 16 cfus of micrococcus luteus and moraxella osloensis in the auxiliary channel and <1 cfu of an unknown contaminate from a swab. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrovideoscope tested positive for an unexpected contamination. The issue occurred during a demonstration with no reports of patient involvement.